Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a sharps coll wall cabinet pud 3.2qt had missing label information before use. The following was reported by the initial reporter: "biological container support 3.0l does not present barcode."